Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting an message, "replace sensor", while wearing the adc device. The customer stated on (B)(6) 2022, that they could not "wake up" (loss of consciousness) and had a seizure. Healthcare provider contact was made, a glucose test result of 22 mg/dl was obtained on the healthcare meter, and the customer was provided unspecified medical treatment for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.